Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had chest pain and was taken to the hospital where a stint was implanted. Customer was hospitalized due to high blood glucose and high blood pressure. Customer was hospitalized for six days. Customer was wearing insulin pump at the time of hospitalization. It was reported that customer received excessive no delivery alarms, unexpected restart error alarms and an external ram crc error alarm. Troubleshooting was performed on alarms except no delivery alarm as customer no longer had supplies. Customer declined troubleshooting for high blood glucose. Customer was advised that insulin pump would be replaced.